Event description:
It was reported that patient presented in clinic for a routine device change for eri. A decrease in pacing lead impedance was observed. The decision was made to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.